Event description:
It was reported a patient was on an insulin drip programmed to infuse at 0.8ml/hr, however the pump module was displaying 0.6 ml/hr. The clinician attempted to move infusion to another channel had the same issue where the module read 0.6 ml/hr despite being programmed at 0.8ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Correction : it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-20861 is a concomitant. Please refer to manufacturer report number 2016493-2024-20860, which captured the correct suspect device per investigation report.

Event description:
It was reported a patient was on an insulin drip programmed to infuse at 0.8ml/hr, however the pump module was displaying 0.6 ml/hr. The clinician attempted to move infusion to another channel had the same issue where the module read 0.6 ml/hr despite being programmed at 0.8ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Omit : it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-20861 is a concomitant. Please refer to manufacturer report number 2016493-2024-20860, which captured the correct suspect device per investigation report. Omit : c20 - no findings available.

Event description:
It was reported a patient was on an insulin drip programmed to infuse at 0.8ml/hr, however the pump module was displaying 0.6 ml/hr. The clinician attempted to move infusion to another channel had the same issue where the module read 0.6 ml/hr despite being programmed at 0.8ml/hr. There was patient involvement but no harm.